Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of the 5f exoseal vascular closure device (vcd) did not change color while using for hemostasis. The device was then slowly withdrawn further, and the operator tried changing the angle multiple times, but the indicator window never changed color. Finally, the closure device was removed and manual compression was used. There was no reported injury to the patient. An aneurysm procedure was performed. The operator had many years of experience using exoseal. The procedure used retrograde puncture from the right femoral artery and a non-cordis short sheath. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities were noted prior to use. Angiography confirmed femoral artery suitability, including appropriate insertion angle, with vessel diameter verified to be at least 5 mm and no calcium, plaque, stent, or significant stenosis at the puncture site. A non-cordis sheath was used. No resistance or excessive force occurred during advancement or insertion, and there was no difficulty connecting the sheath introducer to the vcd. The sheath engaged and locked with the indicator wire cowling with an audible click, and pulsatile blood flow was observed. Retraction was performed as instructed. After the procedure. When the device was slowly withdrawn at an angle of approximately 50 degrees, after pulsatile blood flow in the blood return indicator stopped, the closure device was slowly withdrawn approximately 1 cm, but window did not change. The device is being returned.